Event description:
It was reported that the after inserting the intra aortic balloon(iab) catheter fiber optic balloon was having unusual numbers. Customer reported he diastolic was reading zero at one point. Customer has capped the inner lumen and due that inner lumen would be clotted. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation (e1). Initial reporter full name : (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (UDI), h6 (medical device problem code). The product was returned with the membrane completely unfolded and blood found on the exterior of the iab. The sheath was not retuned for evaluation. The extender tubing was also returned. The inner lumen was found to occluded. The occlusion was unable to be cleared. No visual damage was found in the fiber optic sensor fiber. A sensor output test was performed, and the sensor was found to be within specification. The evaluation did not confirm the reported failure of ¿difficult/ unable to monitor waveform/pressure¿, as testing showed the sensor was operating within its specified limits. The reported failure of ¿clotted lumen¿ was confirmed during the device evaluation. Based on the description, the chest x-ray showed the balloon tip in the correct intercostal space but not vertically aligned, raising concerns about possible balloon folding, that may affect the pressure reading. Moreover, the effect of not attaching a pressure bag to the inner lumen at time of insertion lead to clotting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a.